Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 30-apr-2021. 16-mar-2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date, should additional information become available, a follow-up report will be submitted. Reported to the FDA on 10-feb-2016 on 21-mar-2016, the following information was received and correction was identified: no previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Corrected data: h6 - the following codes were previously reported on the initial MFR# 1049092-2016-00047, reported to the FDA on february 10, 2016 and are being corrected. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 06-apr-2016. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4)

Event description:
The medical shop manager reported that the packaging of the duoderm cgf was not sealed. A photo was received from the reporter depicting the complaint issue. It was further reported that the product was not used on a patient.